Manufacturer narrative:
The field service engineer (fse) found that there was no vacuum for rinse and drain cup. He flushed the entire pathway for both (rinse and drain cup) with alcohol and found a broken pinch valve (vl53b) that he replaced and re-tubed that fixed the fluid leak. The vacuum issue was corrected by replacing the tubing from vc13 through vl53b and vc16 to vl86. (B)(4).

Event description:
The customer reported fluid leak around the primary needle assembly of the coulter lh 750 hematology analyzer. The volume of leak was 5-10 mls and was not contained within the unit. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated in connection with this event.